Manufacturer narrative:
Summary of evaluation: the proximal tibial component cannot be evaluated for the reported breakage as it has not been returned to howmedica. The lot code has not been supplied so that a review of the device history record is not possible. Attempts to obtain the device and lot code info have not been made as the user facility info is not available.

Event description:
Reporter stated, the device broke in situ and was revised.